Manufacturer narrative:
All available information was investigated, and the reported clip opening while establishing final arm angle (efaa) was not confirmed via returned device analysis. The reported image resolution poor could not be replicated in a testing environment as it was related to procedural conditions/operational circumstances. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints from the lot. The investigation was unable to determine a cause for the clip opening during efaa. The image resolution poor is related to procedural conditions as imaging was reported to be challenging. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report the clip opening while establishing final arm angle. It was reported a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4. During the procedure, the first ntw clip failed first establishing final arm angle (efaa) during the deployment sequence. It was confirmed the clip was locked, closed the clip arms, and then performed efaa again but the issue persisted. The clip was unlocked and opened past 60 degrees, then relocked the clip and closed the arms again but efaa failed again. Clip arms were inverted and device was removed without incident. A replacement ntw clip was used to complete the procedure successfully reducing the mr to grade 1-2. There were no patient consequences or clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device is included in the field safety notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).